Manufacturer narrative:
Additional information: d6.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that increased capture threshold and increased pacing impedance impedance were observed on the right ventricular (rv) lead. During an elective device exchange, the lead was capped and replaced to resolve the event. The patient was in stable condition.